Event description:
The customer reported to baxter via medwatch an unknown baxter secondary set in which a no flow occurred. According to the report, the nurse hung antibiotics with a new secondary tubing connected to an unknown primary tubing set. When she checked on progress of the infusion, she noticed that the antibiotics had not started infusing. The secondary tubing clamp was open and hanging higher than the primary IV bag and the pump was appropriately programmed; however, the infusion was not going. The set-up was replaced and the infusion proceeded without incident. The condition occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. The device used in this situation is unknown; therefore, it does not have a us 510k number.

Manufacturer narrative:
(B)(4). An actual sample was received for evaluation. The sample was functionally tested by spiking into an in-house 1000ml solution bag containing reverse osmosis water. The sample was then re-primed successfully with no interruption in flow. The male luer was visually inspected and iso gauged. A visual inspection showed no abnormalities and the male luer passed the iso gauging. The male luer was then attached to an in-house 2c8537 clearlink continu-flo set y-site and again checked for flow with normal flow observed. The sample primed and flowed normally. The reported condition was not confirmed and no root cause was identified. A batch review could not be completed as the lot number was not provided by the customer. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.